Event description:
A patient reported experiencing inaccurate erratic results with a otu meter. The patients blood glucose results were 244mg/dl. 181mg/dl.tests were done within < 10 minutes with a difference of 26%. Patient did not experience any adverse events. No further information has been reported.